Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a surgical procedure and a magnet was applied to the device. The following day, the device was still beeping and a yellow message was displayed indicating a magnet was present; however, no magnet had been placed on the device. The enable magnet use was programmed off and the device functioned appropriately. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Subsequently, this device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted tool marks on the case and header. Interrogation confirmed the battery status to be end of life (eol), which was set after explant. Further testing was performed, including turning the magnet function on. No tones were heard. A magnet was applied and tones were heard. When the magnet was removed, the tones continued. The magnet function was turned off and the tones stopped. The device was re-interrogated with no magnet applied. The ¿pg indicates the presence of a magnet¿ warning was displayed. Additional testing indicated the device to pass therapy verification testing.